Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. A portion of the suture containing the knot was not returned; therefore, the reported event could not be replicated in a testing environment. The reported knot could not be advanced and knot unraveled could not be confirmed. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar knot could not be advanced and knot unraveled incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6fr sheath after an embolization interventional procedure. Reportedly, the knot could not be advanced and unraveled. A second proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.